Event description:
This rv lead was explanted and replaced due to oversensing, noise and 8 inappropriate shocks. The physician replaced the system with a subcutaneous system which also gave the patient inappropriate shocks. The physician will continue to evaluate the patient for the best course of action. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 41 cm proximal to the lead tip. Only the distal fragment was received for analysis. During the visual inspection the lead fragment was found covered in fibrotic tissue, especially around the rv shock coil. Additionally the rv shock coil was found deformed, most likely resulting from tensile forces applied during the extraction procedure. These findings indicate significant ingrowth of the lead in the implanted state. The analysis furthermore revealed multiple signs of wear along the lead fragment. Particularly in the distal area, near the rv shock coil the insulation was found rubbed through which can be considered to be the root cause of the clinical observations reported in the complaint text. The characteristics of this damage indicate that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. Based on the extent of the tissue residuals along the lead fragment it cannot be excluded that an increased ingrowth affected the leads motion. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No conductor fractures were measured. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.